Event description:
Our hospital is seeing device issues when using either the bbraun infusomat space pump IV set (ref 490102) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. For this event: IV tylenol hung on secondary infused in less than a minute. Attempted to hang IV zosyn (with same lot secondary tubing lot number) also started rapidly emptying. Both secondary tubing were bbraun ref v1921, lot 0061923959. Primary tubing ref 490102, lot 0061929620. Rehung same secondary tubing for zosyn with new primary tubing set and did not rapidly infuse. Ref report: mw5156413.